Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 57-year-old patient was admitted through the clinic with increasing edema and shortness of breath. He underwent heart cath and required intubation for respiratory distress while laying flat. He became hypotensive and arrested. An impella cp was placed and followed with va ECMO. The patient was upgraded to an impella 5.5 once he was transferred. He was anemic, necessitating blood transfusions. The patient was decannulated from ECMO on (B)(6) 2025 with repair of the groin cannulation site. Due to ongoing need for mechanical ventilation, the patient was trached. He was known to have ivc clot. Hematomas were noted at the left groin and right pectoralis area, both impella implant sites. The impella 5.5 was weaned off and removed on (B)(6) 2025.

Manufacturer narrative:
D1: corrected brand name d4: corrected catalog number, serial number, UDI. H6: added e0506

Manufacturer narrative:
Added: d10. Cardiogenic shock: the root cause of the injury was not determined due to insufficient clinical details. Access site adverse event: minor bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.